Manufacturer narrative:
Medical device lot #: 0034183 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. Device manufacture date: unknown. (B)(4). Investigation summary: bd received 60 samples from the customer for investigation. 20 samples were evaluated by draw testing and the indicated failure mode for low draw with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to low draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that tube didn't draw enough volume of blood.